Event description:
A customer reported taking their regular dosage of medication (metformin) and going to bed. She then began to feel confused, and was unresponsive. Paramedics were called, and before they arrived, her husband attempted to obtain a glucose result on her precision xtra blood glucose meter, but received an error 6. The paramedics arrived, and the customer was diagnosed with hypoglycemia. Paramedics administered an intravenous treatment of "sugar water" in order to stabilize glucose levels.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.